Event description:
It was reported that during a routine follow up intermittent sensing of non-intrinsic events were noted on the ventricular channel. The noise could not be reproduced with manipulation or isometrics. Sensing of myopotentials is suspected. The device was reprogrammed and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.